Event description:
It was reported, the subject device had an image that became pitch-black for a moment during a therapeutic total laparoscopic hysterectomy (tlh) surgery that was completed using the same set of equipment. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the investigation also found the camera cable and the main unit's image capture were flooded. Also observed was a pinhole in the camera cable. Based on the results of the investigation, the most probable cause of the identified failures was the camera cable and the main unit's image capture were flooded, causing the charged coupled device to malfunction, which prevented normal communication and resulted in the black image. The presence of pinholes in the camera cable indicates that water tightness cannot be maintained. Therefore, it is likely that the camera cable and main unit image capture were flooded due to moisture that had entered. A device history review of the current product was conducted, and no problems were found. This device instructions for use (IFU) indicates: the following statement is found in the "warnings" section in the "instructions for use" section of the instruction manual: the endoscopic images and functions are not correct. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is found in the instruction manual "precautions for cleaning, disinfection, and sterilization" and "warning" in "storage". Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a possibility that a hole will be made in the camera cable and the electrical circuit inside the product may be destroyed due to water leakage. The following description is found in the instruction manual "preparation and inspection of camera head". Check that there is no looseness or rattling of the free lock lever when the free lock lever is lightly held and lightly rotated in a counterclockwise direction. Check that there is no looseness or rattling in the scope mount when the scope mount is operated. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the subject device had an image that became pitch-black for a moment during a therapeutic total laparoscopic hysterectomy (tlh) surgery that was completed using the same set of equipment. There were no reports of patient injury or medical intervention associated with this event.